Event description:
It was reported via repair work order that the motion interrupt pan was not attached to the bottom of the bed. It was also reported that the power supply cord was missing a ground pin. It was additionally reported that the head right siderail would not raise due to bent arms. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.